Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for chronic low back pain and non-malignant pain. It was reported that the patient had a pump since 2006. The patient stated that this last pump change he got a bad one and suffered for around seven months. The place the patient was going to was going to end pump service like refilling it, etc. The patient was requesting help to find a place that would take him as a pain management patient in a different area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.